Event description:
Analysis of the device revealed that the coil was broken from the delivery wire at the main junction. No patient injury was reported.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis of the returned device noted that the delivery wire was kinked at 54cm and 86 cm from the proximal end, and the coil was broken from the delivery wire at the main junction detachment zone. Analysis of the device and review of the available information failed to identify a definitive or probable root cause. As a result, a root cause of undeterminable was assigned to this complaint.

Event description:
Analysis of the device revealed that the coil was broken from the delivery wire at the main junction. No patient injury was reported.